Event description:
It has been reported the image on the scope starts to degrade as the case goes on and creates static, sometimes the image will correct itself or it will go completely white. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Conclusion summary: investigational activities suggest multiple root causes could potentially be related to image quality issues. In an effort to further investigate the potential root causes, we have initiated CAPA-25-0042. We will continue to track and trend image quality issues. This event is filed under internal complaint ID_(B)(4).